Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo and video were provided by the customer and were evaluated. The photo showed the lens implanted with the haptics stuck together. The video showed the haptics being separated by a medical tool. Since no product has been received, no further evaluation could be performed. The complaint issue "haptic stuck to optic" was not identified during photo and video evaluation. The observed "haptic stuck to haptic" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptics were stuck to the lens and would not spontaneously open. The surgeon had to manually pry the haptics with the kuglen manipulator for them to unfold. It is unknown if the lens remains implanted or not. The patient status is unknown. No further information was provided.

Manufacturer narrative:
. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to dec 17, 2024. . The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.